Event description:
It was reported that this insertable cardiac monitor (icm) device was implanted in a lateral position to the heart above the left nipple of the patient. The boston scientific representative was not present during the implant procedure. The boston scientific representative arrived just after the incision site was closed. The boston scientific representative interrogated the icm device but there was no amplitude signal and only noise observed. Device was rechecked as lidocaine dissipated but there was no change to amplitude signal or noise. The implant location is not one of the recommended implant locations per labeling. The boston scientific representative advised the physician the icm device would need to be repositioned. The patient was prepped for another surgery. The physician then removed the icm device with a hemostatic clamp and reimplanted the icm in an approved position per labeling. There was still no change to the amplitude or noise observed. Subsequently, the boston scientific representative provided the physician a new icm device. This icm device was implanted in the same new approved position. Adequate signal amplitude was observed. The procedure was completed. The device is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was implanted in a lateral position to the heart above the left nipple of the patient. The boston scientific representative was not present during the implant procedure. The boston scientific representative arrived just after the incision site was closed. The boston scientific representative interrogated the icm device but there was no amplitude signal and only noise observed. Device was rechecked as lidocaine dissipated but there was no change to amplitude signal or noise. The implant location is not one of the recommended implant locations per labeling. The boston scientific representative advised the physician the icm device would need to be repositioned. The patient was prepped for another surgery. The physician then removed the icm device with a hemostatic clamp and reimplanted the icm in an approved position per labeling. There was still no change to the amplitude or noise observed. Subsequently, the boston scientific representative provided the physician a new icm device. This icm device was implanted in the same new approved position. Adequate signal amplitude was observed. The procedure was completed. The device has been returned. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.